Event description:
A high advia centaur xp ca 19-9 value of >700 was obtained for a patient sample. The patient sample was auto diluted and tested. Results were obtained for the 1:10 dilution. Manual 1:100 dilution was performed and posted an error for overdilution. Testing was repeated neat and with manual dilution (1:10 and 1:100). The results were similar. The patient was redrawn and tested. The results were similar. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant ca 19-9 results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00200 on september 11, 2014. On 09/16/2014 additional information: the customer obtained a redraw sample from the patient. The redraw sample was tested and the results were similar. Redraw sample: neat result: >700, auto dilution (1:10): 92.75, manual 1:100 dilution: error of overdilution. The cause for the discordant advia centaur xp ca19-9 results is unknown. It was discussed with the customer that possibly there is some kind of ineterferent with the patient sample. The customer requires no further assistance at this time. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant advia centaur xp ca19-9 results is unknown. There were no other issues with patient samples or dilutions. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. Warning: do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. "